Event description:
Ethicon endo-surgery, ligamax 5, endoscopic multiple clip applier, stopped firing clips during the procedure. Another "like" device, with a different lot number, was then opened and utilized without incident. Diagnosis or reason for use: laparoscopic cholecystectomy.